Event description:
It was reported that patient underwent a left total elbow revision in late 2007. Subsequently, patient was revised again in 2009, due to screws backing out and condyle dislocation. The ulna and condyle kit were removed and replaced.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. Evaluation of returned component found evidence that there is a dark region with scratch marks on the articulating surface of the humeral condyles. These markings potentially could have been from the loose locking screws. A dark helical marking was present on one of the lock screw heads. This marking could potentially have been caused by any contact between the lock screw head and the screw slot of the condyle while the lock screw was loosening. This report filed november 17, 2009.

Manufacturer narrative:
Evaluation in process, but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report filed october 2, 2009.

Event description:
It was reported that patient underwent a left total elbow revision in 2007. Subsequently, patient was revised again in 2009 due to screws backing out and condyle dislocation. The ulna and condyle kit were removed and replaced.